Manufacturer narrative:
The following fields were updated due to additional information. D9. Returned to manufacturer yes. H.3 device eval by manufacturer? Yes. D9. Device available for eval? 13-feb-2026. Investigation summary bd received 14 samples for investigation. The 14 samples were functionally tested for sleeve function and all samples passed, with no evidence of damage to the device, defective sleeves, tube push off, or leakage during use. Additionally, 30 retained samples underwent functional tests, and there was no evidence of damage to the device or leakage during use. However, six of the retained samples failed testing due to tube push off observed on the first or second tubes. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed tube push off based on retention sample testing. This complaint has not been confirmed for the indicated failure mode: leakage. No definitive root cause could be established for the reported defect. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using the bd vacutainer® ultratouch¿ push button blood collection set with pah, sleeve leakage occurred with two (2) units. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows d.2.b medical device type: jka d.2.a common device name: tubes, vials, systems, serum separators, blood collection. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd vacutainer® ultratouch¿ push button blood collection set with pah, sleeve leakage occurred with two (2) units. No adverse impact was reported regarding the patient or user.